Event description:
It was reported, that the subject device has a "purple picture" issue. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the charged coupled device (r-unit) is broken, and the protector of the video cable section is cut. A root cause could not be identified. Based on the results of the investigation, it is likely that the charged coupled device (r-unit) is broken, and therefore the image is green and leading to the 'purple picture' malfunction. A definitive root cause could not be identified for the charged coupled device (r-unit) is broken and the protector of the video cable section is cut. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.